Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, a company representative reported that he had been advised by the pt's physician, that the pt had been admitted to the hospital due to diabetic ketoacidosis. The pt previously reported on three days earlier, that he received an e6 (mechanical) error on his infusion device the previous week that he was unable to clear. He switched to his backup infusion device. He stated he was using generic name brand batteries. He was advised to insert new batteries in the infusion device. He inserted two new batteries. One was labeled as "max" performance. He was advised that this type of battery may cause e6 errors and to use only alkaline batteries. He was able to reset the infusion device. He was advised to insert new batteries as soon as he was able. Upon follow up with the pt on five days after the original date, the pt stated that while he was on vacation and received an e6 error due to using "heavy duty" batteries in his infusion device. He did not have his backup infusion device with him and went to the hospital to get syringes and insulin. He was admitted with a blood glucose level of 800 mg/dl and was placed on an insulin drip. His normal blood glucose range is 150-200 mg/dl. He stated he was vomiting and felt dizzy. The pt was released from the hospital after 1 day. He stated that he was currently using his backup infusion device and his blood glucose was "fine." Further attempts to follow up with the pt were unsuccessful. No product will be returned for evaluation.